Event description:
It was reported that there was an apparent lead fracture and the physician was concerned about battery depletion due to the fracture and high outputs. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted there was a white substance on the outer insulation and the outer insulation had cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted there was a white substance on the outer insulation and the outer insulation had cosmetic depression.